Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when the staff attempted to charge their device during a patient event, the device would not charge. The staff also reported that the device powered itself off. There was no adverse effect to the patient due to the reported issue. The staff was able to obtain a back-up device and continue care to the patient. The patient survived the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that when the staff attempted to charge their device during a patient event, the device would not charge. The staff also reported that the device powered itself off. There was no adverse effect to the patient due to the reported issue. The staff was able to obtain a back-up device and continue care to the patient. The patient survived the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio determined other unrelated repairs were needed; however, the customer declined the repair quote that was provided by physio. Per the customer's request, their device was returned to them without being repaired. The cause of the reported issue could not be determined.